Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer reported that drawer 5.1 was repeatedly jamming. The compartment had previously failed and was replaced; however, the issue persisted. The customer stated that the drawer could be temporarily recovered, but the failure reoccurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was kept jammed and failed. A field service engineer (fse) remotely logged in and identified drawer 5.1 was not detected, guided the customer to power cycle the station, after which pockets were detected despite a hardware icon; the customer successfully recovered and inventoried medications, clearing the hardware failure and resolving the issue. The system functioned as intended after the field service engineer repaired the device.